Event description:
Mentor h/s saline filled implants style 1600 round 375 cc, date of implant (B)(6) 1996. Since 2010 I have had joint pain, muscle pain, leg pain, severely fatigue, sleep problems and gut problems. FDA safety report ID # (B)(4).